Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm, high blood glucose and keypad anomaly. Customer's blood glucose level was 600 mg/dl. Troubleshooting for keypad anomaly was performed. Customer advised during a bolus attempt the buttons were unresponsive. Troubleshooting for high blood glucose was performed. Customer experienced nausea as a result of high blood glucose. Troubleshooting for no delivery alarm was performed. Customer was advised to do a complete set change and was able to resolve the issue. Customer declined to return the infusion set and reservoir for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked lcd connector. Unable to perform testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to unresponsive buttons. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.